Event description:
It was reported that before the doctor was performing a hartmann's procedure using a linear cutter 75 mm blue, when he positioned the linear cutter on the intestine, the doctor noticed that there were already staples missing at the proximal side of the pre-loaded blue reload before firing. He decided not to use the pre-loaded reload and opened up a new blue reload for the linear cutter. He fired this blue reload but the staples were malformed so he needed to put a stitch over the staple line to prevent a complication. For the second firing, he used the same linear cutter with again a blue reload. This time it worked perfectly well and the staples were formed very well. No patient consequence reported.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition and with no reload present. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.